Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications

Event description:
It was reported by a customer in (B)(6) that an 840 ventilator display went dim and the unit stopped cycling. There was no pt involvement.

Manufacturer narrative:
The 840 ventilator eval/ repair is ongoing. (B)(4).